Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/20/2017 with the following findings: evidence of moisture in battery compartment; leak test failed due to battery compartment leak. No power due to rust/corrosion in battery compartment; unable to perform steps 6-11 due to no power. . Opened pump; evidence of moisture on main circuit board.. Battery compartment crack at the threads to the left of the bumper & at case seal below the bumper. Crack between case seal & keypad cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that there was moisture in the battery compartment. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.